Manufacturer narrative:
(B)(4). This event was previously reported under 0001822565-2016-04873. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon did not approve for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02411, 02414.

Event description:
It was reported that the patient underwent a total hip arthroplasty. Patient had x-ray taken following implantation, and it was thought the polyethylene liner might not be completely seated. Patient was also experiencing instability. Patient was then revised due to instability. During the procedure, the liner was found to be seated, but was swapped due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.